Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2007 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, gangrenous bowel, dyspareunia, scarring, additional surgeries and neurologic compromise to her structures and tissues. The mesh was removed on (B)(6) 2011, during surgery for an acute bowel. No additional information has been provided.

Manufacturer narrative:
(B)(6). (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.